Manufacturer narrative:
Additional information: section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/17/2021. Section h3: device returned to manufacturer ¿ yes. Device evaluation: visual inspection under magnification after cleaning the lens revealed no cosmetic issues. The complaint issue could not be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a dfr00v model intraocular lens(iol) was explanted from patient's right eye due to mechanical failure. Incision was enlarged to remove the lens from the patient's eye. Vitrectomy and one stitch 10-0 nylon suture was done. Additional details received states that the mechanical failure was that the patient complained of blurred vision. The implant was decentered. The blurred vision was affecting all daily activities of the patient. The patient had experienced loss of 2 or more lines bscva. Visual acuity pre-op (pre-initial implant): count finger @ 6 feet. Visual acuity post-op (post-initial implant): 20/40 -2. The replacement lens used is a different model and different diopter lens. Patient was stable at the time of discharge. No further information available.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.